Manufacturer narrative:
(B)(4). The returned catheter was visually examined and found that the tip is in good condition with no damage nor clots; it was dimensionally tested and passed outer diameter for tip dome, rings, transition area, anchor window and coil hole, therefore no thicker sections were found. During the analysis it was observed that rings 7 and 20 were dented with no rough surfaces. During manufacturing, catheters are inspected for visual damages before packaging. Online inspections are in place to prevent this type of damage/defect from leaving the facility. Pu had bubbles in anchor window area and contraction test failed due to longer contraction puller wire; however all of these findings are not related to the reported event. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition cannot be confirmed due to the fact no tip damage or clots were found. None of the findings are related to the reported complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while performing an a-fib procedure, a clot/thrombus was noted inside the patient. It was stated that it was due to the fact that the catheter tip was damaged. The device was set in the left atrium outside the introducer. Through an intracardiac echocardiograph the thrombus was noted on the shaft of the lasso catheter, below the circular rings. The thrombus then disappeared during an echocardiogram. The catheter was withdrawn together with the preface introducer. Upon withdrawal, no clot/thrombus was found on the catheter surface. The procedure was completed using a new lasso catheter. No patient consequences was reported. In spite of multiple attempts to inquire further information regarding the patient condition and medical intervention performed for this case, no clarification was provided.